Event description:
A portion of the ceramic tip of the mitek vapr electrode broke off during use. The fragment could not be located and was left in the shoulder. No other information is known at this time. As the ceramic was left in the joint there is the possibility of a potential injury.